Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the chemotherapy leaked on pump, tubing issue (they do not know how much chemo leaked or what the lot number was for the tubing). No patient injury reported.